Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station failed to boot up. A field service engineer (fse) confirmed the biometric identifier (bio ID) was present and passing internal health checks in hardware test application (hta). Updated drivers were uploaded for the new bio ID. Upon arrival, the bio ID showed as unavailable, so the fse installed the replacement module and verified operation. During drawer testing in hta, the bio ID led briefly flashed and drawer operation momentarily stalled. After a restart, bio ID function returned to normal. Power was stable and psu output was stable, though intermittent bio ID failures persisted. Fse reseated all in one (aio) and docking pcb connections and inspected the drawer chassis. A worn retractor band in hh 2.1 was found and replaced. After repairs, the issue could not be reproduced, and extensive hta and application testing showed no further failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the bio ID failed and required repeated restarts to recover. Multiple users were unable to use the bio ID. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.